Event description:
The surgeon inserted an cq2015 three piece collamer lens and the trailing haptic got stuck in the cartridge and was torn. The lens was removed without enlarging or suturing th incision. There was no patient injury reported.